Event description:
The patient received a 3.5 x 28mm cypher stent in the mid left anterior descending (lad). The main indication for the procedure was myocardial infarction. Post-procedure the patient was symptomatic with increased biomarkers with no changes in ECG. The patient then had chest pain approx three hrs post procedure, with ECG changes and elevation of biomarkers (troponin only) event was reported as an mi since patient's troponin was 5 times above the normal limit. Medical therapy was given. Patient was taken to the cath lab and angiography showed adequate flow.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.